Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began (B)(6) 2016 at 2200 hrs. The patient manages her diabetes with insulin (self- adjuster). The patient reported that on (B)(6) 2016 at 2100 hrs she administered one unit of insulin. At 2200 hrs she was unable to obtain a blood glucose reading due to the alleged meter issue. She reported that she felt a bit "high" so took another one unit of insulin (rapid humalog) prior to going to bed. At some point during the night she alleges developing symptoms of "sweating, shaking, and wrong heart beat." The patient alleges she self- treated her symptoms by consuming food and drink. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the csr noted the subject meter would not power on manually with a button press or when a new test strip was inserted. The csr noted the patient was not using the meter for the first time, there was no misuse of the product, and the correct strips were being used. The csr documented that based on the information provided the battery did not need replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.